Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31749909l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation with a qdot micro catheter and the patient experienced an aortic dissection and spinal epidural hematoma. Error code 210 occurred when inserting the first qdot micro catheter into the cardiac cavity. To troubleshoot, the cable and catheter were reconnected, but the issue continued. The cable was replaced, but the issue continued. Then the catheter was replaced, but the issue continued. Next, the dongle was reconnected, but the issue continued. They exited the study and ngen was rebooted, but the issue continued. The issue was resolved after replacing the cable and rebooting the workstation, patient interface unit, and ngen generator. Post use of biosense webster (bwi) devices, the patient experienced aortic dissection and spinal epidural hematoma. The location of the aortic dissection was unknown. A trans-aortic approach was not performed, so the catheter and sheath were considered not to have been in direct contact with the aorta. Regarding the spinal epidural hematoma, the physician's opinion was that a causal relationship with bwi products was considered highly unlikely. The physician commented that although the event may have been incidental, it is not possible to definitively rule out a causal relationship with the bwi products. Additional treatment details and the patient's condition were unknown. The patient did not require extended hospitalization.